Manufacturer narrative:
The recipient's infection reportedly resolved.

Event description:
The recipient reportedly experienced a middle ear infection and underwent treatment. However, the recipient was recommended revision surgery.  During surgery, a cholesteatoma was found and the device was explanted. The recipient will not be reimplanted. The recipient is in the process of healing.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly developed a middle ear infection, and during surgery to address the infection, the decision was made to explant the device due to the presence and treatment of a cholesteatoma. The external visual inspection revealed broken antenna coil wires, silicone damage on the top and bottom covers, and the electrode was severed near the electrode ground ring and near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken antenna wires and electrode wires at the flange. These are believed to have occurred during revision surgery. System lock could not be obtained at any spacing due to the antenna condition. The no lock condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This is the final report.